Event description:
The account stated that the architect analyzer has generated erratic total psa results results on a patient sample. The initial result was 7.68, the retest result was 8.24. The qc was within range. The patients value for total psa was known to be 13.9 when tested in 2005. Units of measurement were not provided. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation: erratic free prostate specific antigen and total prostate specific antigen results. A review of the complaint text indicates on (B)(6) 2009, the ticket documents the customer observed free prostate specific antigen (psa) values greater than the total psa serum patient values. The total psa result was 7.68 ng/ml with a rerun result of 8.244 ng/ml. The patient's previous total psa result of 13.877 ng/ml was generated on (B)(6) 2005. The free psa patient value was 8.517 ng/ml with a rerun value of 8.273 ng/ml. The last free psa calibration performed on the instrument was (B)(6) 2009 with free psa calibrator lot#66115lf00, expiration date (B)(6) 2009 and free psa reagent lot#68228lf00, expiration date 9/1/2009. The sample needle was replaced on (B)(6) 2009 and the reagent 1 needle was replaced on (B)(6) 2009. The architect system operations manual ((B)(4) june, 2007): section 7, operational precautions and limitations. Limitations of result interpretation: assay results must be used with other clinical data, for example, symptoms, other test results, patient history, clinical impressions, information available from clinical evaluation, and other diagnostic procedures. All data must be considered for patient care management. If assay results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. The architect system has been validated for its intended use. However, errors can occur due to potential operator errors and architect system technology limitations. Section 10, troubleshooting and diagnostics, observed problems, erratic results (I system) lists the probable causes and corrective actions for erroneous results. In the architect free prostate specific antigen (free psa) package insert (B)(4), literature is provided regarding suitable specimens, results, and limitations of the procedure. In the architect total prostate specific antigen (total psa) reagent package insert (B)(4), literature is provided in describing suitable specimens, results, and limitations of the procedure. Based on the available information, the cause of the customers issue was not identified, nor was any deficiency identified for this complaint. This is the final report.